Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on both the right atrial and right ventricular channels, due to this, an inappropriate atrial tachy response (atr) episode was recorded. It was noted that this happened during the implant date of the device, and it was determined that this was due to an electrocautery being used at the end of the procedure. No changes were performed. This device remains in service. No adverse patient effects were reported.